Manufacturer narrative:
The investigation was completed. Ppae (thrombosis) : returned cp pump (B)(6) visually inspected. No clot and no abnormality found on the pump. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed to support the 55year old male patient admitted in for planned high risk coronary percutaneous intervention (hrpci). The pump was placed femorally and allowed for the hrpci and was explanted after a week of support in the ICU. The patient had been supported by the cp and ECMO. Upon pump explant there was an observation made of thrombosis and clot was seen in the pump cannula. There was no noted intervention performed for the pump thrombosis. During the support the patient was on systemic anticoagulation, and any possible cause of the thrombosis was not shared, nor any possible contribution ECMO had to the thrombosis.